Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient was admitted to the hospital in early (B)(6) related to blood glucose (bg) issue and stated that the pump was not working. The patient is not sure if pump is malfunctioning or if the settings are incorrect. The patient was meeting with a new healthcare professional for assistance. There was no additional information at this time. This report is being made due to hospitalization the patient experienced due to an alleged history settings (inaccurate delivery) issue.